Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the pump had pump had the main arm cannot communicate with the motor arm and the motor processor did not acknowledge a command from delivery manager in reasonable time. Data in alarm can identify which command it was. Customer was able to clear the alarm. Customer was unable to rewind the alarm. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer = black. The customer alleged the motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was and the main arm cannot communicate with the motor arm on the event date of june 13, 2022. Device passed the displacement test, rewind test, prime/seating test. Basic occlusion test, force sensor test, occlusion test. Successfully download history files and traces using thus. The motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was present in the history download on the event date of june 13, 2022. At 16:12:01.000 and the main arm cannot communicate with the motor arm was present in the history download on the event date of june 13, 2022. At 16:35:01.000 . The device was cut open to perform a visual inspection and found moisture damage on the electronic assembly, motor, or force sensor. Tested with a test p-cap locked in place properly. The device was received with: battery tube threads - cracked, cracked case (battery tube) serial number label missing, cracked case-corner of belt clip rails, cracked keypad overlay pillowing keypad overlay. The motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was and the main arm cannot communicate with the motor arm are not confirmed during testing and found moister damage on the electronic assembly, motor, or force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.